Event description:
Consumer reports their meter is running very high when compared to their other meter. Analysis run on clark error grid using competitive reading (224) as ref. Point vs. Bd readings (414) yielded data points in the c range of the grid, outside of acceptable limits.